Event description:
It was reported that two months after a gastric band procedure, the surgeon found that the port was detached from the tubing, and this was found completely free in the pt's abdomen. The detachment between the port and the tubing was proximal to the port. A new operation was necessary to connect the gastric band to the port. There was no reported pt complication.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval. Device remains implanted.